Event description:
It was reported that a black thread knot was found in the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a black thread knot was found in the stent.

Manufacturer narrative:
The reported event is unconfirmed as the device met product specifications. The ureteral stent and pusher were returned in the original opened packaging. An evaluation was completed by futurematrix on 02may2022. The only knot present in the returned sample was the one instructed to be there which states: "tie loose ends using surgeons knots, making sure that no loops are left visible within the knot." Additionally states, "suture loop attached with single loop method." No defects were detected in the suture and no additional knots were present. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.